Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the abdomen and arms on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage applicator and presented with possible paradoxical hyperplasia (pah/ph) 2 months post treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and infrascapular area on (B)(6) 2021 using the cooladvantage coolcore and cooladvantage coolfit applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph and had corrective surgery on (B)(6) 2023.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5 e1 and h6.

Manufacturer narrative:
Additional information: a4 and b5. Corrected data: d1.

Event description:
Allergan aesthetics received additional information that patient presented with ph recurrence to the upper and lower abdomen after vaser liposuction.